Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient's receiver and smart device lost connection with the transmitter. Dexcom representative educated patient's mother on loss of signal. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on (B)(6) 2016 and confirmed the reported loss of connection. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing was performed and no failures were detected that were related to the customer complaint. A review of the downloaded data log did not find any errors. The reported event of a loss of connection was not confirmed because the receiver unit did not pair. A root cause could not be determined.

Manufacturer narrative:
(B)(4).